Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Info provided indicates the pump was underfilled to 96ml, which does flow faster than a nominally filled pump. Results: device was received for eval and investigation, and testing is currently being performed. Conclusions: a f/u report will be filed when investigation and testing has been completed. Add'l model #: lt 100-48.

Event description:
(Drug/diluent: 5fu), (fill volume: 96ml and flow rate: 2ml/hr), (procedure: unk and cathplace: unk). Fast flow. Infusion ended 12 - 14 hours before expected time. Filled (B)(6) 2010 and placed into use. On (B)(6) 2010, pump was found empty. No adverse event occurred. Per dfu: nominal flow rate: 2ml/hr. Nominal fill volume: 100ml. Maximum fill volume: 125ml. The infusion delivery time is 48 hours (2 days) when filled to nominal volume and flow rate.